Event description:
It was reported that during a stenting treatment procedure, the stent got damaged and moved on the balloon. The target lesion was located in the left anterior descending (lad) artery. The lesion was predilated with 1.5x15mm apex balloon and a 2.5x20mm non-bsc balloon. Next a 32x2.50mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion and the stent edge got lifted. The device was removed and it was also noted that the stent moved from the markerband on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)